Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. No compromised force sensor system alarm noted during the testing. No moisture damage in the electronics, motor, vibrator, battery tube and keypad assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor error and compromised force sensor. The customer¿s blood glucose level was 120 mg/dl. The customer reported that they had received motor error and compromised force sensor alarm during prime. Customer stated that the drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.